Manufacturer narrative:
It was reported that while the respiratory tech was assessing breathing sounds, the pt coded and advanced cardiac life support was performed. A relative of the pt requested that the pt be put on 'do not resuscitate' with no re-intubation. The pt was reported to have deceased. It is unk whether the death would have occurred had the relative not requested a dnr order. The device was not available for investigation. A general trend analysis was performed for the period of (B)(4) 2009 to (B)(4) 2010. No negative trend was observed.

Event description:
It was reported that while the pt was being turned during bed linens changing, the endotracheal tube migrated about 3 cm. While the respiratory tech was assessing breathing sounds, the pt coded and advanced cardiac life support was performed. Subsequently, a relative of the pt requested that the pt be put on 'do not resuscitate' with no re-intubation. The pt was reported to have died. The anchorfast oral endotracheal tube fastener had been in place for about 34 hrs prior to the reported incident.